Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the pcu alarmed for error code 600.6840. The customer stated that blood contaminated the pcu and blood leaked under the wireless card cover, however after the user cleaned the exposed blood the unit operated as expected. The customer stated that there was no patient harm. Biomed reported that after the facility examined the event logs they were able to see the error code 600.6840. It was later reported by biomed he stated ; ran the pump overnight and the pump connected to the network the device does not need to be sent in it is functioning."although requested, no further details were provided by the customer for this event.